Event description:
The advocate stated that the customer's blood glucose was tested using his breeze2 meter and the reading was 523 mg/dl. He retested using another meter and rec'd readings of 203 and 204 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate was in a hurry and unable to troubleshoot the customer's meter. She then ended the call. No prod will be returned at this time.